Event description:
Received info stating customer's pump unexpectedly shutdown. Reportedly, battery life was at 55% when shutdown occurred. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for eval; however, device eval is not complete. A supplemental report will be submitted upon completion of the eval.